Event description:
Customer reports to have received a no delivery alarm and temporary vent blocking. Customer's blood glucose was 224 mg/dl. During troubleshooting, no delivery alarm was resolved with a reservoir change. Troubleshooting did not continue as customer hung up the phone. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.